Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device not to power on and to sound an alert tone. Physio-control then further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to the ground legs of an inductor, designator l1 on the analog pcb assembly, being open to 63k ohms. The inductor, designator l1, would therefore not allow enough current to pass to enable a power on cycle. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control sales representative that the customer's device had the service wrench icon lit in the readiness display. The device would not switch on, not even with a fully charged battery. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.